Event description:
There was a report of a malfunction alarm occurring with a pump, identified by malf 16 code. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer opted to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.